Event description:
It was reported that the user experienced ¿dosing stops soon¿ and a connected cgm alert after starting a new dexcom g7 sensor; the sensor initially completed warmup and displayed readings, then pairing and signal issues occurred, and support guided the user to toggle cgm settings off and on and restart, after which sensor pairing completed. Symptoms included loss of cgm signal with impending dosing interruption alerts. Outcomes included temporary interruption to automated insulin dosing decisions until cgm data resumed. Investigation included guided troubleshooting and education, including cgm restart and re-pairing steps. Investigation of this case revealed that cgm pairing failed initially, resulting in signal loss and dosing interruption alerts, and that re-pairing the dexcom g7 restored connection. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity issue between the dexcom g7 and the system.